Event description:
It was reported that this right atrial (ra) lead exhibited increased pacing threshold with suspected loss of capture. Device data was sent to rhythmcare for review. Rhythmcare confirmed the reported observations and discussed further troubleshooting options to confirm the cause of the observations. This lead remains in service. No adverse patient effects were reported.